Event description:
It was reported that during a lap colon procedure, the teflon pad became loose after two hours. The pad did not fall into the pt. A like device was used to complete the procedure. There was no adverse consequence to the pt. No further info is available.

Manufacturer narrative:
Info anticipated, but unavailable at this time.